Event description:
A caller reported a malfunction alarm with their pump. There was no adverse impact to the customer¿s blood glucose level. Customer support provided guidance on resetting the pump, which resolved the issue, and the customer was able to continue using it without recurrence of the malfunction.